Event description:
5 month old female with medical history of truncus arteriosus s/p repair using pulmonary homograft required explant 5 months later due to pulmonary artery conduit aneurysm. Site did not assess relationship to homograft.